Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: detailed inquiry description end user indicated there is a film on the syringes. It's a very fine film, like a powder. This film/powder is inside the barrel of the syringe as well. When the syringe plunger is pressed you can see a line inside the syringe of the film/powder. No patient involvement.

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). Two (2) photos and several unopened samples were provided for further evaluation. Visual evaluation of the photos and samples were found to meet specification. Although there was a slight frosty/cloudy appearance to the rollstock, it is normal for this type of packaging material to appear this way. The returned product was evaluated and confirmed to meet specification. Retained units were evaluated and passed the internal testing. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.